Event description:
A nurse reported various size of bubbles were noted coming from the vitrectomy probe during multiple surgeries. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
A sample was not returned for visual and functional inspection. Therefore, it is not possible to replicate the customer's report of the bubbles' originating from the probe. The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. There have been no add'l complaints reported against the finish goods lot and the DHR shows the product was released per specs. The root cause could not be identified. (B)(4).